Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief from any settings. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 19653612 description: clik x MRI anchor the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.